Event description:
Customer alleged blood glucose results of lo (less than 10 mg/dl) and 197 mg/dl when testing was performed back-to-back on the active system. Customer reported no symptoms and did not treat or act on the results. Customer reported no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. No product is available for return; replacement product was sent.